Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2014), (B)(4).

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter detached, perforated, migrated, tilted, and embedded. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, five years nine months of post deployment, the patient had history of abdominal pain. A computerized tomography-abdomen/pelvis with contrast was revealed that a filter was tilted anteriorly with its cone lying on the wall of the inferior vena cava possibly embedded within it. The legs of the filter had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. There were only a total of 10 filter arms and legs identified. There should be a total of 12. 2 of the arms or legs were missing presumably fractured and migrated. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and filter limb detachment. However, the investigation is inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that filter tilted, detached, migrated to heart and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.